Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device is being filed under a separate medwatch report number.

Event description:
This is filed to report partial clip movement and recurrent mitral regurgitation. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted the patient had a dilated atrium and a long and restricted posterior leaflet, resulting in difficult imaging throughout the procedure. An xtr (20317r171) clip was inserted, but while in the left ventricle (lv), slight movements of the clip delivery system (cds) occurred, causing the clip to become caught in chordae. The chordae was unable to be removed from the chordae, but was able to grasp both leaflets. To stabilize the clip, an additional xtr (20317r138) clip was inserted. The clip was successfully deployed on the mitral valve, reducing mr to a grade of 1+. It was then observed that the movement of the steerable guide catheter (sgc) were not functioning as intended. The sgc was able to be removed without further issues and the procedure was discontinued. On (B)(6) 2022, echocardiography was performed, and it was observed the second xtr clip had slightly detached from the anterior leaflets, causing mr to return to a grade of 4+. The patients blood pressure became very low and diuretics were given. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported image resolution poor was associated with imaging difficulty. The cause of the reported hypotension (treatment with medication(s)) could not be determined. The reported mitral valve insufficiency/ regurgitation (worsening mr) appears to be due to the clip migration. The reported migration (partial clip movement) appears to be due to procedural circumstances (clip implant¿s interaction with patient pathology/ morphology). The reported patient effects of mitral regurgitation and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported medication required was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.